Event description:
It was reported, that the patient's atrial lead dislodged. While, the pocket was being sewed post-implant. Failure to capture was noted. Fluoroscopy performed confirmed, the lead dislodgement. The lead was repositioned on (B)(6) 2024. The patient was stable.